Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 84-year-old male patient with an acute myocardial infarction and cardiogenic shock was supported with an impella device. During use, the sterile sleeve on the device was found to be damaged. It was reported that the damage may have occurred as a result of tape being placed over the sterile sleeve. In addition, hemolysis and suboptimal impella positioning were noted. When these issues were communicated, the physician elected not to reposition the device. No further clinical details were provided regarding the extent of hemolysis or any resulting patient impact. Despite these reported issues, the impella device was successfully weaned, and the patient ultimately survived. The original complaint concerned product damage and patient injury. Based on the clinical information that is available, the impella cp will be coded for hemolysis and conservatively for serious injury as patient outcome. Hemolysis is consistent with known risks associated with impella cp as listed in the instructions for use. In this case, hemolysis was reported in combination with concerns about impella malposition. Standard clinical practice in response to suspected hemolysis typically includes evaluating device placement, performing repositioning if necessary, and conducting additional troubleshooting to reduce shear stress on red blood cells. According to the available information, the clinical team was informed of the suboptimal impella position, but the physician elected not to reposition the device. The decision to decline standard troubleshooting may have allowed the malposition to persist, which could have contributed to or exacerbated the hemolysis observed. This suggests a strong procedural and clinical-management component to the event. Product damage to the sterile sleeve may also be attributable to incorrect product handling, as it was reported that tape might have been applied to the sleeve.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1; d4(serial). The root cause of the hemolysis was not determined due to insufficient clinical details, and unreturned product and logs for further investigation. The root cause of the sterile sleeve damage was not determined due to insufficient clinical details and unreturned product for further investigation. The root cause of the positioning issue was not determined due to lack of sufficient clinical details and unreturned product for further investigation.